Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unknown because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. The electrodes were returned to the manufacturer. Conclusion: waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3 & 4), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. One electrode has a burn spot (see figure 5, 6 & 7). The unit meets all manufactures specs. See scanned pages.

Event description:
The patient received a skin blister during an electrotherapy treatment. The treatment was interrupted. The patient's progress toward recovery was not impeded. The patient was receiving electrotherapy treatment for improved function of the arm. The clinician prescribed the russian electrotherapy waveform. The treatment intensity and waveform parameters were not provided by the clinician. The treatment time was set to 40 minutes. The treatment was applied with two inch round electrodes. At some point during the treatment, one of the electrodes began to smoke. The clinician stopped the treatment and examined the treatment area. The patient suffered three blisters under one of the treatment electrodes. The pt did seek consultation from a nurse for the injury. The clinician reported that the incident electrode and lead wire displayed a black burn. The clinician could not indicate the number of uses for the electrodes. The clinician did not indicate the size and degree of the blisters.